Event description:
Complaint alleged that the medics responded to a call for a pt who had falled and who had then gone into a full cardiopulmonary arrest. The pt's spouse indicated that the pt had removed snow from a car earilier in the day and pts feet had become wet. The pt had an internal defibrillator and had told spouse that it was "firing". The pt was intubated, and then presented a ventricular fibrillation heart rhythm. The medics defibrillated the pt at 200 joules. The medics observed a "noticeable spark" when the shock was delivered. The pt's heart rhythm then became asystole. When the pt arrived in the facility's emergency dept, pt was presenting a full cardiopulmonary arrest. The pt subsequently expired.